Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 535 mg/dl. Customer¿s current blood glucose is 447 mg/dl. The customer was treated with insulin pump. Customer also reported other relevant blood glucose level was 235 mg/dl, 227 mg/dl, 510 mg/dl. The customer declined troubleshoot for high blood glucose. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the delivery accuracy test at 0.08655 inches. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.